Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was in labor and upon removal of epidural catheter, the tip of the epidural catheter was missing. Per reporter, the catheter was removed with ease, and there was no difficulty or tension. The patient underwent an MRI and no foreign body was reported. A CT scan was also performed, and no foreign body was identified. The patient was discharged. Reporter stated that upon additional review of the MRI and CT results, there was then an addendum which stated that the tip of the epidural catheter was present on the MRI. The customer stated that this addendum had not been communicated with the anesthetic or obstetric teams and that the clinical teams were unaware of this change in findings.

Manufacturer narrative:
Corrected: g1 - contact office establishment name. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.